Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during flushing while preparing for dialysis, the red (arterial) luer adapter was found to be broken/cracked and leaking. No instrument was used to loosen or tighten the device. Iodophor was the cleaning agent used on the device, and it was typically utilized to clean the adapter. The cleaning agents were allowed to dry thoroughly prior to applying ointments to the area. A tego was not utilized. The insertion site was not treated prior to product placement. The method utilized to tighten the adapters was by hand. No other defects or damages were found on the product. They notified the physician, and the catheter was repaired by replacing the domestic temporary luer adapter, and no repair kit was used. The replacement domestic temporary luer adapter was sourced from domestic temporary tubes, which were hospital products. After the repair, treatment was completed. There was no blood loss as a result of the event, and no blood transfusion was required. No medical intervention or treatment was required as a result of the event. There was no reported patient injury.